Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.further information was requested but not received.